Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient¿s eye due to excessive anterior vault. No other information was provided. Additional information has been requested, but has not been received.

Manufacturer narrative:
Based on the additional information received, this event is determined to be unrelated to the device and; therefore, is no longer considered reportable.

Event description:
The lens implanted on the right eye dislocated due to excessive anterior vault and ocular hypertension. The zonules were loose upon intra-operative surgery. Reportedly, the original implant procedure was complicated due to zonular weakness/dehiscence at 6-8 o¿clock. The patient noted decrease in vision due to myopic shift, but bscva was 20/20. The lens was explanted 5 months post-implant and exchanged for a different model lens and placement of a capsular tension ring. In the physician¿s opinion, the likely cause of the event was ¿zonular dehiscence requiring capsular tension ring.¿ current patient prognosis described as ¿managing secondary ocular hypertension. Patient is using soft contact lens in the right eye for myopic shift and is relatively stable with reasonable prognosis for good vision, albeit with glasses on contact lenses.¿